Event description:
I used renu moisture loc (given out by eye doctor on multiple visits) from approx 02/05 to approx 03/06. I suffered from ulcer (keratitis) in my right eye shortly after using renu (I did not wear contacts on a daily basis - wear about 2 x per month). Symptoms included sensitivity to light, redness, scratchy sensation in eye and lasted about 2-3 weeks. Eye dr treated with anti fungal therapy and symptoms subsided, however eye still sensitive to light and scratchy sensation still exists when wearing contacts. Eye dr changed type of contact lens because he was unsure of reason of ulcer. Diagnosed as a "hsu" keratitis. I have a permanent scar on my eye and cannot get lasix (per dr) because of the scar.